Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pain"), genital haemorrhage ("heavy prolonged bleeding") and device breakage ("one of the tubes is fragments into two parts") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida, parity 3 and uterine bleeding. Concurrent conditions included vaginal discharge, uterine fibroid, dysfunctional uterine bleeding, vaginal prolapse, dysmenorrhea, uterine mass and menorrhagia. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), migraine ("migraines"), tooth disorder ("dental issues") and abdominal distension ("bloating"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy, bilateral salpingectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, device breakage, abdominal pain lower, migraine, tooth disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device breakage, genital haemorrhage, migraine, pelvic pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: appropriately closed fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Device breakage was added. Patient's medical history was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of the tubes is fragments into two parts"), pelvic pain ("pelvic pain/pain/pain"), genital haemorrhage ("heavy prolonged bleeding") and menorrhagia ("abnormal bleeding (menorrhagia),") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 and uterine bleeding. Concurrent conditions included vaginal discharge, uterine fibroid, dysfunctional uterine bleeding, vaginal prolapse, dysmenorrhea, uterine mass, menorrhagia, morbid obesity, breast mass, infected sebaceous cyst and inflammatory disease of breast. Concomitant products included citalopram hydrobromide (celexa), ferrous sulfate, hydrocodone, ibuprofen, zolpidem and zolpidem tartrate (ambien). In 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("anxiety"), headache ("headaches"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping),") and weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), tooth disorder ("dental issues") and abdominal distension ("bloating"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy, bilateral salpingectomy),surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, tooth disorder, abdominal distension, headache and weight increased outcome was unknown, the menorrhagia, abdominal pain lower, vaginal haemorrhage, anaemia and dysmenorrhoea had resolved and the migraine, depression and anxiety was resolving. The reporter considered abdominal distension, abdominal pain lower, anaemia, anxiety, depression, device breakage, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records:menorrhagia, pelvic pain, dysmenorrhoea, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. New reporters added and reporter information updated. Plaintiff demography added. New event abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), depression, anxiety, headaches, anemia, dysmenorrhea (cramping), weight gain were added. Outcome of abdominal pain lower updated to recovered / resolved, outcome of migraines updated to recovering / resolving. Concomitant condition and concomitant medication added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pain"), genital haemorrhage ("heavy prolonged bleeding") and device breakage ("one of the tubes is fragments into two parts") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 and uterine bleeding. Concurrent conditions included vaginal discharge, uterine fibroid, dysfunctional uterine bleeding, vaginal prolapse, dysmenorrhea, uterine mass and menorrhagia. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), migraine ("migraines"), tooth disorder ("dental issues") and abdominal distension ("bloating"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy, bilateral salpingectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, device breakage, abdominal pain lower, migraine, tooth disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device breakage, genital haemorrhage, migraine, pelvic pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: appropriately closed fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy prolonged bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), migraine ("migraines"), tooth disorder ("dental issues") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, migraine, tooth disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, genital haemorrhage, migraine, pelvic pain and tooth disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.